Manufacturer narrative:
According to information received this case would be related to an inflammatory reaction of the body to dermal filler treatment. Although the adverse event has appeared immediately following the second treatment (in 2022) which would be related to a hypersensitivity reaction of the immune system, the diagnosis of granuloma could not be ruled out, due to the previous treatment (2021). In any cases, the occurrence of the hypersensitivity or granulomatous reaction is considered as a well-known and described adverse event in the context of hyaluronic acid dermal filler injections. Granulomas are known and widely documented effects in the context of hyaluronic acid filler injections. They are caused by a delayed immune reaction of the body in response to the implant being treated as a foreign body. As it is unable to eliminate the implant, the body surrounds it with immune cells (macrophages) forming a more or less hard and inflammatory mass. A treatment with hyaluronidase and anti-inflammatories generally allows to treat these reactions quickly and effectively, although certain granulomas at an advanced stage might be unresponsive to hyaluronidase. Regarding hypersensitivity to injected product, some patient may develop an immune reaction (type I hypersensitivity reaction) due to an ige-mediated immune response. This could result in the edema, erythema, pain, and itching characteristic of an allergic response. The risk of such reactions is mentioned in the instructions for use of teosyal products. Data batch review: a minor ncr (B)(4) was opened during production, that concluded to no incidence on the product safety and quality. Data batch history: three other complaints were registered to date (sep. 07, 2022) with this batch number: -rc/2204125 -rc/2206089 -rc/2206111 from spain, linked to a technical problem. These complaints are unrelated to the current complaint.

Event description:
This case occurred outside of the USA, in spain. According to information received on august 26, 2022, a patient received two sessions of dermal filler treatment as follows: (B)(6) 2021: with 1.2 ml of puresense ultra deep into the bilateral mid-cheeks, with 2 ml of teosyal rha 4 into the mandibular areas, and with 1 ml of teosyal rha 3 into the nasolabial folds (B)(6) 2022: with 1 ml of teosyal rha 3 into the bilateral nasojugal grooves, and oral commissure areas, with 1 ml of puresense redensity 2 into the tear trough and the perioral lines, and with 1 ml of teosyal rha 4 into the mid-cheeks. The case is registered under the following reference numbers: rc/(B)(4) for puresense ultra deep. Rc/(B)(4) for teosyal rha 4. Rc/(B)(4) for teosyal rha 3. Rc/(B)(4) for puresense redensity 2. Immediately following the treatment of the second session (april 2022), the patient presented with an inflammatory reaction at all over injection sites, accompanied by palpebro-malar oedema. The practitioner suspected the appearance of a granulomatous reaction. Thus, the case was considered a reportable case. As a corrective action, in two sessions on (B)(6) 2022, the patient received 2000 iu of hyaluronidase (each session 1000 iu). Upon becoming aware of the event, the spanish subsidiary put the practitioner in contact with a local medical expert for the management of this case. Situation of the patient and symptoms evolution are monitored. No additional information is available at the time of this report.